Manufacturer narrative:
Per general description, user has cancer, lupus and aps. The user/pt's current health condition may affect the coagulation test and may lead to unexpected or inaccurate inr results. Inr results reported by the user were performed more than 3 hours between readings. The recommended reasonable time difference is 3 hours. Data analysis will not be performed. No further investigation required. Corrective action not required at this time.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 2.2; lab: 4.0.